Event description:
It was reported that "unknown white powder¿ like material was found in the pouch when the customer opened it before use. Another pouch from the different lot number was opened but the same ¿white powder¿ like material was observed in the pouch. It was indicated that the customer felt that there seemed to be no problem with the insert itself, and the insert from the last opened pouch was used. There were no problems noted during use. It was further stated that the most of the material fell off and was lost at the hospital; however, some could still be identified. There were no patient complications reported.

Manufacturer narrative:
The samples are expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One set of hydra61 inserts in opened original packaging were returned for evaluation. The pouch edges of the packaging were closed with tape and the tape was carefully removed prior to evaluation. Two white fibers, approximately 0.02" and 0.03" in length, were observed inside the pouch during evaluation. Visual examination confirmed all particulates were loose inside the pouch. When the pouch was sent for chemistry testing the particulate sample could not be observed and identification of the fiber material could not be completed. No visible damage to the tyvek pouch or inserts was noted. Visual examination was performed under microscope at 10x to 40x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. Evaluation did confirm two fibers inside the pouch. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.